Manufacturer narrative:
H6 - patient codes: corrected detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via medwatch mw5175405 that patient experienced complications during implantation requiring additional intervention. The vascular access was via right groin puncture. An amplatz super stiff guidewire was selected for use in a leadless pacemaker (lp) implant procedure. During advancing the wire into the tortuous superior vena cava (svc), the wire entered directly from the inferior vena cava (ivc) into the right atrial appendage (raa) and pressing against the raa multiple times. Subsequently, using a non-boston scientific catheter for contrast imaging, the wire was successfully advanced to the svc, and the procedure continued. The delivery catheter docked with the lp device was then inserted into the right ventricle (rv), and rv imaging was performed to confirm the target position. However, during the attempt to implant the device, the patient's blood pressure dropped to 50 mmhg and peripheral capillary oxygen saturation (sp02) to 70%, indicating cardiac arrest. While performing cardiac massage, echocardiography revealed a small amount of pericardial effusion. Drainage yielded just over 100 cc of blood. Although thoracotomy was not performed, the patient's condition stabilized with the introduction of extracorporeal membrane oxygenation (ECMO). It is believed that before the implant procedure began, the extra-stiff wire may have perforated the raa, leading to gradual accumulation of pericardial effusion and cardiac arrest.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via medwatch mw5175405 that patient experienced complications during implantation requiring additional intervention. The vascular access was via right groin puncture. An amplatz super stiff guidewire was selected for use in a leadless pacemaker (lp) implant procedure. During advancing the wire into the tortuous superior vena cava (svc), the wire entered directly from the inferior vena cava (ivc) into the right atrial appendage (raa) and pressing against the raa multiple times. Subsequently, using a non-boston scientific catheter for contrast imaging, the wire was successfully advanced to the svc, and the procedure continued. The delivery catheter docked with the lp device was then inserted into the right ventricle (rv), and rv imaging was performed to confirm the target position. However, during the attempt to implant the device, the patients blood pressure dropped to 50 mmhg and peripheral capillary oxygen saturation (sp02) to 70%, indicating cardiac arrest. While performing cardiac massage, echocardiography revealed a small amount of pericardial effusion. Drainage yielded just over 100 cc of blood. Although thoracotomy was not performed, the patient's condition stabilized with the introduction of extracorporeal membrane oxygenation (ECMO). It is believed that before the implant procedure began, the extra-stiff wire may have perforated the raa, leading to gradual accumulation of pericardial effusion and cardiac arrest.